Event description:
It was reported that the implantable neurostimulator (ins) was replaced on (B)(6) 2011 due to battery depletion. It was noted that the patient had a routine appointment with her doctor and her representative reprogrammed her ins. It was stated that the patient recovered without sequela. It was later reported on (B)(6) 2013 that the patient's healthcare provider (hcp) told her "several wires weren't attached very good" and they were fixed during the ins change on (B)(6) 2011. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3998 lot# l59282, implanted: 1999 (B)(6), product type lead product ID: 7498-25 lot# serial# (B)(4), implanted: 1999 (B)(6), product type extension product ID: 3550-09 lot# *uk6108037, implanted: 2002 (B)(6), product type accessory product ID: 7435 lot# serial# (B)(4), product type programmer, patient. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.